Event description:
I've had numerous health issues since I got implants in 2001. I have diagnoses involving hypothyroid, autoimmune (sjögren's), adrenal fatigue, hormone imbalance, chronic fatigue, chronic sinus problems, hair loss, cognitive issues (memory loss, confusion, brain fog). My silicone breast implants were removed on (B)(6) 2021 and the right side was ruptured. I have autoimmune markers, acquired hypothyroidism, adrenal fatigue, chronic fatigue, bradycardia, add, food sensitivities, anxiety, urgency of urination, excessive thirst, lft elevation, insomnia, chronic digestive issues (sibo), persistent fungal infections, recurring yeast and other bacterial infections, chronic sinus issues (and smell in nose), estrogen/progesterone imbalance, frequent urination, frequent dehydration, anxiety, panic attacks, symptoms of dysautonomia. FDA safety report ID # (B)(4).